Event description:
Same patient as MFR#6000089-2007-01229, 6000089-2007-01228. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, "one of three stents was blocked." The patient had "two hours of constant pain and was told the stent had collapsed" and surgery was required. Per the procedure notes, the lesion being treated was in an unknown location. The physician predilated the lesion with a 2.50x12mm voyager balloon and then delivered and deployed a 2.50x12mm taxus express2 drug eluting stent at 17 atms with a result of 70% stenosis down to 0%. The physician then accessed a 70% proximal lesion with a 2.50x12mm taxus express2 drug eluting stent which was deployed at 17 atms and then post dilated with a 2.50x8mm non-bsc balloon to 19 atms. Another 2.50x12mm taxus express2 stent was placed distal at 12 atms with a result of 70% stenosis to 30%. The procedure was successfully completed with the patient in good condition. Medications used during the procedure included aspirin and plavix. The patient was discharged one day later. Two days after discharge, the patient developed chest pain. The left anterior descending (lad) had a 70% lesion. The physician delivered a 2.50x12mm taxus express2 drug eluting stent, which was deployed at 17 atms, and post dilated with a 2.5x8mm unspecified balloon at 19 atms. The physician then deployed a 2.50x12mm taxus express2 drug eluting stent to 12 atms, with an angiographic result of 70% to 0%. The patient tolerated the procedure well and returned to his room, however, his status quickly deteriorated and he was taken for emergent coronary artery bypass grafting (CABG) with a left internal mammary artery to the lad without cardiopulmonary bypass. The patient underwent postoperative arterial fibrillation in which he was converted on amiodarone therapy. He was discharged on aspirin and plavix along with angiotensin converting enzyme inhibitors, aldactone therapy and diuretics. The patient was discharged 6 days later and went home and started developing chest pain which was worse with inspiration and shortness of breath. He was brought in and found to be in fluid overload and pulmonary edema and was intubated for pulmonary arrest. The patient was discharged and is currently stable pulmonary-wise, needing no oxygen. Additional information was requested but was not provided.

Manufacturer narrative:
Patient reported following batch numbers: 8903649, 8910149, and 8846081. However, it is unclear when and in which vessel the stents associated with these batch numbers were implanted. Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.